Manufacturer narrative:
The pacemaker was returned for analysis. Interrogation revealed normal results and visual screen was acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic with redness and purulent drainage from the pacemaker pocket. The pacemaker was noted to have an infection. The device was explanted and replaced. The patient remained in stable condition.